Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tube was detached from the site within 1.5 days of use. Infusion set was placed in abdomen. No further information was available.